Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14a27104. There were no issues detected during the manufacturing process. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with intravenous (IV) vancomycin (dose and frequency not reported) and IV ancef (dose and frequency not reported) for the event. The patient was discharged 4 days after admission and was retrained on proper aseptic technique. At the time of this report the patient was recovering from the peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.